Event description:
It was reported that during device exchange, the lead was difficult to remove from the device due to a set screw anomaly. Device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported setscrew anomaly was confirmed in the laboratory. Visual inspection noted silicone, septum material inside the rv df-1 setscrew that prevented full insertion of the torque driver.